Manufacturer narrative:
The returned device was evaluated and the device was received fully deployed. The downloaded data did not show any timeouts or drive stalls during the pod's run. The cannula assembly and needle mechanism were inspected and no damages or abnormalities were observed that could contribute to the dislodgement of the cannula. The exact cause of the reported dislodging could not be conclusively determined.

Event description:
It was reported while a patient was wearing a pod between 1 and 4 hours their blood glucose level had rose to over 300 mg/dl. In addition the patient reports the pods cannula had become dislodged from the infusion site (abdomen). As treatment, the patient administered a manual pen injection of insulin.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.